Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one vh-3030 cable was reported to be defective. No further information is available. The product is returning.